Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (0.5 mg/ml mg/ml at 0.14988 mg/day) via an implanted pump. It was reported by the patient that her pump had been flipped since november and it hadn't been filled since then. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken to surgery and the pump was moved from the patient¿s left abdomen to her left flank area. The pump was then filled with saline since the pump was dry. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.